Event description:
It was reported that remote transmissions showed oversensing due to lead noise, causing inhibition of pacing. A new left bundle pacing lead was placed successfully, and the chronic rv lead was capped. The patient was stable.